Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was admitted to the intensive care unit (ICU) due to a high blood glucose (bg) level and high ketone levels. A specific bg value was not provided. The customer was treated with intravenous saline and insulin, and was released from the hospital within 24 hours with no permanent damage. The cause for the reported issue was unknown. The customer confirmed the pump functioned as intended.